Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the tissue was able to be grasped and the green button was pressed but the device was not able to fire. A new device was used to complete the case. The event occurred during the procedure, but the product was not used for patient. There was no patient injury.